Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system during prime. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The call dropped. Customer was called back but could not be reached.